Event description:
Medtronic received information from the patient's husband. In 2007, the patient's wife underwent a successful lap band procedure. Four days later, after eating a meal, the patient had severe abdominal pain. A CT scan was performed which identified one of the u-clips opened up, resulting in the stomach perforation. Attempts to repair the perforation laproscopically was unsuccessful. Routine surgical procedure was then performed to repair the perforation, and at that time, the lapband was removed. After the procedure, the patient experienced fever secondary to a staff infection, high white count, renal failure and fell into coma. Eventually, the patient did fully recover from the procedure. The u-clip was not returned for analysis. A copy of the CT scan will be forwarded to medtronic for review. Also, the patient's records were requested.

Manufacturer narrative:
Evaluation: the device was not returned for analysis, therefore, evaluation of this device could not be performed. Results: the lot number for this device was not able to be obtained and the device was not returned for analysis. Thus, analysis and device history review could not be performed. Conclusion: based on the limited information available, the exact cause of event cannot be determined. Analysis - the device was not returned for analysis and the lot number could not be obtained at the time of this report. Thus, a device history review could not be performed. Conclusion: the cause of this event could not be determined at this time. Attempts to obtain additional information have been requested. There are no trends related to this issue. The patient has recovered from the procedure(s). Medtronic will continue to monitor the field performance to detect similar events, should they occur.